Manufacturer narrative:
The reported event was confirmed however the cause was unknown. The evaluation observed a horizontal tear at the bottom of the package. The cut was observed to be long and sharp looks like the package was being exposed to a sharp object. The exact cause of how and when the problem was occurred could not be determined. However a potential root cause for this failure mode could be due to improper insertion of the component into the pouch or rough handling or exposed to a sharp object during opening the carton box. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "[warnings] 1. Method for use (1) do not inflate the balloon in the urethra. [The urethra may be injured.] (2) do not pull the catheter hard. [The bladder or urethra may be injured.] 2. Applicable patients (1) patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged.] [Contraindications] 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) this device contains 10 percent povidone iodine. For patients with past history of allergic hypersensitivity to povidone iodine or iodine, consider using alternative disinfectants. (4) be careful that the catheter is not exposed to ointments, contrast medium or oil based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients (1) do not use in patients who are or have been allergic to natural rubber latex." The actual/suspected device was inspected

Event description:
It was reported that there was a tear in the lower right front corner of the drain bag. Per follow up via ibc on 13may2021 it was stated that the tear was found in packaging.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that there was tear in the lower right front corner of the drain bag. Per follow up via ibc on 13may2021, the tear was found in packaging.